Event description:
The recipient reportedly experienced pain at her ear. The recipient was prescribed antibiotics (type unknown). A CT scan was performed and was clear.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has recovered and is able to use the device. The recipient will be followed per center's protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.